Event description:
Following a catheterization procedure, an angio-seal device was placed; however, hemostasis was not achieved with the device. The inserting physician believed that the device collagen had been deployed into the pt's artery, thereby occluding the vessel. The pt was immediately taken to surgery where intra-arterial collagen deployment was confirmed (the anchor had reportedly caught on plaque). The device was removed and the puncture site closed. The pt reportedly tolerated the procedure well. As of 04/02/1998 there has been no further report of complication or pt sequelae made to the MFR.